Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The field service engineer (fse) confirmed the issue. To correct the issue, the nav-ring assembly was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator keypad was flickering. There was no patient involvement.